Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifescience affiliate, regarding 26mm sapien 3 ultra valve in the aortic position via transfemoral approach, during insertion of the valve and delivery system through the sheath resistance occurred at the midpoint of the sheath and the devices could not be advanced. The valve became stuck in the sheath and could not be removed. Surgical cutdown was needed to remove the sheath and valve with the delivery system. A graft was sutured in place to the left iliac artery and proceeded with tavr procedure using a 16fr esheath through the graft. A second 26mm commander delivery system and 26mm sapien 3 ultra valve were placed in the aortic position successfully. Per the received pictures and information the sheath liner was torn and there was damage to the sheath shaft. A bent valve strut was observed.

Manufacturer narrative:
Correction to h6 based on additional information received. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Photos of the esheath and valve (post-procedure) and 3mensio provided by the facility were reviewed and the following was observed: bent struts were observed on both the inflow and outflow of the valve. The 3mensio showed calcification and tortuosity on both left and right sides of the body. The following instructions for use (IFU) were reviewed: IFU commander delivery system with s3u thv, device preparation manual, and procedural manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed based on the returned imagery. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'during insertion of the valve and delivery system through the sheath resistance occurred at the midpoint of the sheath and the devices could not be advanced'. Per the training manual, 'push force can vary due to the angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. From the review of the 3mensio imagery, there was tortuosity and calcification present within the vessels along with undersized vessel on the right side. Calcification and undersized vessel can reduce the vessel diameter and may increase restriction leading to resistance. Calcification coupled with tortuosity can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. If excessive manipulation is used to navigate these sub-optimal angles, it is likely that the crimped valve interacts non-coaxially with the inner lumen of the sheath shaft resulting in the observed valve damage. These patient and/or procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. As such, available information suggests that patient factors (calcification, tortuosity, undersized vessel) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A product risk assessment was previously performed per management discretion to assess the risks associated with high push force of the commander delivery system with s3u through the esheath. In addition, a CAPA was previously initiated to capture investigation and corrective/preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. Please reference related manufacturer report no:2015691-2021-04495.